Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 45.7-46.8cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported when a patient presented for a system replacement, a fluctuation of high right ventricular r-wave amplitudes were observed due to noise on the atrial channel. The leads were extracted and replaced. The patient condition is well. The patient will continue to be monitored.